Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during cycle two dwell of peritoneal dialysis therapy. During troubleshooting, it was reported there was a leak; further described as the patient saw that their table with the solution bag had solution all over. Renal therapy services (rts) assisted the patient to end therapy and discussed the use of continuous ambulatory peritoneal dialysis. The patient would complete therapy manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.